Event description:
Pt was revised to address loosening tibial loosening and poly wear of the insert. It was reported that there was not enough cement on the tibial tray.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the reported product lot code. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.